Event description:
According to the reporter, prior to usage, the three endotracheal tube's cuffs had leaked during pre-test. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 9480e, 9480e ce 8.0mm endotrach tube cufd x10 (lot#2301941fed); 9480e, 9480e ce 8.0mm endotrach tube cufd x10 (lot#2301941fed) this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.